Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. Reportedly, the customer had delivered two boluses prior to the low. The customer's wife provided assistance and the customer consumed carbohydrates and juice to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.